Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's pc was displaying "replace generator soon" message. Ipg was providing therapy .cp logs which confirmed the message "the generator is approaching its end of service and will need to be replaced soon.¿ when connected to the ipg. No further plan of action at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.